Event description:
Premature depletion was reported. The device was removed from service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.